Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the leadless implantable pulse generator (ipg) device exhibited a pacing problem, which was evident with no capture. The device was discovered a dislodged and measured high thresholds. Surgery was performed to snare and removed the device. A new device was implanted. No patient complications have been reported as a result of this event.